Manufacturer narrative:
Evaluation determined that the foot pedal was defective. Aging of product component pump head, IFU dictates functional testing before use, no risks to patient in this case. The root cause was defective foot pedal. Repair of the pump was performed. All functions tested 100% to manufacturing specification.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer states that when they stepped on the foot pedal the pump worked sporadically. Customer states that they have to turn off and on the pump to get it working but the motor was not running properly.